Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 330 mg/dl. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current test, active current test and self test. Failed battery test not confirmed. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected due to a software error.